Manufacturer narrative:
Correction: MDR = no. There is no allegation against the device nor evidence of a product malfunction nor device explant.

Event description:
It was reported that this pacemaker was explanted due to unknown product performance issues. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this pacemaker was explanted due to unknown product performance issues. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.